Manufacturer narrative:
The lot was manufactured from february 05, 2023 to february 06,2023. The device was received for evaluation. A visual inspection with the unaided eye and with magnification was performed which observed a tear/hole at the lower right side seam area. Functional leak testing was performed which revealed a leak in the same area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. When removing the air from the bag, a small hole was found through which the parenteral nutrition leaked out. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.